Event description:
On (B)(6) 2014, the patient presented to the hospital's emergency department with complaint that his defibrillator fired three times at home. The patient was examined by the emergency room physician with a consultation done with the patient's cardiologist who asked for the patient to be admitted to the hospital so the pacemaker defibrillator could be interrogated the following day. On (B)(6) 2014, the patient was taken to the hospital's operating room for placement of dual chamber aicd with atrial ventricle leads through the right subclavian vein, and removal of dual chamber end of life aicd from the left subclavian vein. The patient was described by the surgeon and cardiologist as having a malfunctioning ventricular lead in the aicd that resulted in ischemic cardiomyopathy with low ejection fraction. The documentation revealed that the procedure was performed without further complications and the patient was transferred to the hospital's telemetry unit for further monitoring. The patient's history revealed the original placement of the dual chamber ICD was placed in the patient on (B)(6) 2009.